Event description:
It was reported, "package is unsealed at the top end times ten (10) packages." This is a sterile product. Also reported never utilized on patient.

Manufacturer narrative:
The devices are being returned to conmed however, have not been received to date. Supplemental reports will be filed when quality engineering investigations are complete. Associated medwatch reports: 1320894-2010-00086, 87,88,89,90,91,92,93 and 94.